Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called for information about uploading the insulin pump. The father also stated that the customer has been seeing his doctor due to issues with high blood glucose levels. The doctor suggested uploading the insulin pump. Nothing further was reported.